Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a pump case crack. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the display was dim and discolored and the battery cap threads were stripped and unable to secure. Also unrelated to the original complaint, the keypad buttons responded intermittently. There was no damage observed on the keypad but there was contamination present under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.